Event description:
Single chamber ICD implant procedure done. Two days later discovered anchoring sleeve migrated on cxr; remains on lead. Potential complication may slide down and inhibit ICD sensing, causing failure to treat arrhythmia. Pt reported no problems at last clinic visit post procedure.